Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. E1: zip and ph # unknown.

Event description:
As reported, the f5.2+ jl3.5 super torque catheter has plastic part that could have pricked the physician. There was no reported injury. The device will be returned for evaluation. Additional information was requested; however, the information was not provided.

Event description:
As reported, the f5.2+ jl3.5 super torque catheter has plastic part that could have pricked the physician. There was no reported injury. The devices will not be returned for evaluation. Additional information was requested; however, the information was not provided.

Manufacturer narrative:
As reported, the f5.2+ jl3.5 super torque catheter has plastic part that could have pricked the physician. There was no reported injury. Additional information was requested; however, the information was not provided. The device was not returned for analysis. Two photos were attached to the event-(B)(6) 2024. In the photos, a spike or burr is noted on the hub of the unit. No other anomalies nor outstanding details could be observed on the images provided. The customer-reported event, described as ¿luer hub - flash¿ has been confirmed based on the provided pictures, which show the presence of a spike or burr on the hub of the unit. However, the photos do not provide sufficient detail to determine whether the issue is related to manufacturing. Without the return of the device, it cannot be determined if the flash was within specification, making it impossible to draw any further conclusions at this time nor determine contributing or causative factors. Users should inspect all devices for any signs of damage prior to and during use. Any product with damage should not be used. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.